Manufacturer narrative:
One unused jelco® protectiv® safety i.v. Catheter was returned for investigation. The complainant returned one unused device still sealed in its blister package for evaluation. Sample was visually examined and found to be acceptable with no evidence of kink catheter noted. Root cause: examination of the returned sample did not identify any reported nonconformances. Investigation conclusion: based on this investigation, the reported complaint is not confirmed.

Event description:
It was reported that a jelco® protectiv® safety i.v. Catheter kinked at the hub when inserted in the patient, causing blockage. No injury was reported.